Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
A (B)(6) male patient with invasive urothelial carcinoma (t2 tcc bladder carcinoma) underwent ongoing use of drainage catheter (left nephrostomy drainage catheter came apart at connection between catheter and luer hub resulting in patient returning to hospital's emergency department so the device could be changed. The patient required an additional procedure to replace the device the next day ((B)(6) 2014) and required 2 days stay as inpatient.